Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The pod was worn on the patient's abdomen for between 25 and 36 hours. The pod reportedly was coming loose from the infusion site, causing the cannula to dislodge. The cannula was noted to be bent. The patient was treated with insulin, fluids and potassium utilizing intravenous therapy. The patient was discharged after three days. The pod was discarded.